Event description:
A female with a history of diabetes used thermacare pain relieving heatwrap, back, size l/xl on 11-jun-2004 and experienced a second degree burn. Subsequent burn treatment by her physician included use of an enzymatic debriding ointment (accuzyme), three debridement procedures and ultrasound baths. The questionnaire completed by the consumer in 2004 mentioned that her symptoms were healing but a scab remained. A female age unspecified, used thermacare pain relieving heatwraps, back, size unknown wrap 1 applic on her back, 1/day for 1 day on 11-jun-2004 and when she removed the product within eight hours of the application she noticed several severe burns in the area where the thermacare was applied. She consulted several different medical professionals and was informed that she received second degree burns as a result of product use. Treatment included seventeen ultrasound baths, topical applications with ointment, and unspecified prescription medications. Client continued to have pain the area. The case outcome was not recovered/not resolved.